Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volbella¿ with lidocaine in the tear troughs (t1, t2, t3) and lips. Patient was also injected on the same day with 1.0 ml of unspecified juvéderm® voluma¿ in ck1, 2, 3 with no issues and no inflammation. Approximately 2 months later the patient presented inflammation, erythema, and induration in injected sites for juvéderm® volbella¿ with lidocaine. Patient treated with zamene and indiba. Hcp indicated treatment was administered to "avoid permanent induration in the injected sites and to recover the original skin pigmentation changed due to the inflammation". Symptoms are ongoing.